Event description:
(B)(6) performed spinal fusion surgery on me using the staax expandable fusion cage by (B)(6) 2011. Two weeks later at post-op follow up, x ray showed cage dislodged / back out during surgery. Same doctor performed replacement of dislodged cage with same staax expandable fusion cage by (B)(6) 2011. Two week post-op appt, x ray showed cage dislodge / back out again could not give me a reason why. Second opinion from (B)(6) had to go in to replace dislodged with a different type of cage "peek" cage. I suffer nerve pain worsening while sitting and laying at night and have tried numerous steroid and nerve blocks and various medicines with no relief. I have not slept more than 1-2 hours at a time and I am in constant pain. I understand these were recalled before. What remedy do I have against this manufacture who had these recalled by the FDA in the past. What legal obligation does dr. (B)(6) have to report these failed cages to the FDA.